Event description:
It was reported that the patient experienced a shocking or jolting sensation, and the device had been shocking her for the last two months. It was also indicated that the patient "saw snakes in her bed", but later it was indicated it could have been the medication she was taking, and later it was stated, she was dreaming. It was noted that the patient fell down all the time and was a "walking accident". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3093-28 lot# v032395, implanted: 2007 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).